Event description:
It was reported that during an unk procedure, the device would not work. Another device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for phase margin. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.